Manufacturer narrative:
Findings: pump received with blank display due to corroded battery cap contact. Pump was tested with a good battery cap. Also received normal operating currents. No blank display during testing. No damage found on thec13/lcd isolation tape noted. No unexpected weak battery alarm noted. The test minilink transmitter with the glucose sensor simulator communicates properly to pump. No unexpected weak signal alarm noted. Also received with cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube, cracked belt clip slot, stained end cap sticker and cracked battery tube threads.

Event description:
It is reported that a customer has physical damage in the form of cracks on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.